Event description:
It was reported that during a pci procedure, the quantum maverick monorail ptca catheter balloon ruptured at 12 atms. The number of inflations and to what atms is unk. The lesion being treated was a 90% stenotic lesion in the left anterior descending (lad) coronary artery. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'good.'

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.